Event description:
On (B)(6) 2013, user facility reported an event as follows: pt underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure (date unknown) and developed an carbapenem-resistant enterobacteriaceae (cre) infection. The pt received antibiotics and was released from the hospital on an unknown date. No further information is available at this point about the pt.

Manufacturer narrative:
During a conference call with advocate (B)(6) general hospital on (B)(6) 2013, pentax was informed that one pt developed carbapenem-resistant enterobacteriaceae (cre) infection after undergoing ercp procedures using scope ed-3490tk, (B)(4). In addition, one pt was screened for cre but did not develop an cre infection. The scope was tested at the user facility and positive culture was found behind the elevator and through the hole of the scope. Customer confirmed that non-pentax brushes are used to manually reprocess the pentax scopes. The cleaning brushes used at the facility are medivators. In addition, surg-enz is the enzymatic detergent/cleaner used to reprocess the scopes and is not on the pentax approved list of detergents. Metricide opa is used for high level disinfection. According to the pentax reprocessing/maintenance instruction for use (IFU), it specifically states that user must "be aware that all recessed areas around the elevator mechanism should be thoroughly cleaned with an appropriately sized cylinder cleaning brush (e.g. Csc9s) and in a cleaning detergent solution." Endoscope was evaluated by user and bacterial culture (cre) was found behind elevator. The actual scope has not yet been evaluated by pentax. Investigation is still ongoing (B)(4).